Event description:
It was reported that the surgeon inserted an aq2003v silicone three piece lens and the lens was torn during insertion. The lens was removed without enlarging the incision and a replacement lens was implanted. No sutures were required. There was no patient injury.

Manufacturer narrative:
Results - (other): visual inspection of the returned product showed that a haptic was torn off from the optic and the other haptic and part of the optic was torn off and missing. There was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector were not returned for evaluation.